Event description:
During a coronary drug eluting stenting procedure, a shaft fracture occurred. The 95% stenosed lesion was located in the moderately tortuous, moderately calcified proximal left anterior descending (lad) artery. The target area was predilated witha 20mm balloon. The physician attempted to treat the lesin with a taxus express2 3.0x32mm drug eluting stent. However, it would not cross the lesion and the shaft broke. The procedure was completed with an endeavor stent. No patient complications were reported.